Manufacturer narrative:
A getinge field service engineer (fse) went to the site to evaluate the iabp and was told that the unit had not been plugged in since the (B)(6) 2018 installation. The unit was plugged in before the fse got on site and the batteries had already fully charged. The fse verified this and performance on battery and a/c. The iabp unit was released for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. The circumstances under which this event occurred is unknown. However; no patient involvement or adverse event was reported.